Manufacturer narrative:
The device will not be returned to bsc as they remain implanted in the patient. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7086776.

Event description:
It was reported that a patient was experiencing discomfort in their neck due to the lead extensions. The patient underwent a revision procedure where the extensions were repositioned and re-tunneled to provide more slack and improve comfort. No devices were explanted. The patient has fully recovered following the revision procedure.